Event description:
The reporter stated that the surgeon inserted a one piece collamer lens model cc4204bf in the pt's eye with no damage to the lens. The pt's capsule tore due to pre-existing weak zonules. The surgeon enlarged the incision and removed the lens and performed a vitrectomy and put a lens in the sulcus and a suture was used. The reporter stated that the capsule tore due to a pre-existing weak zonules not due to the lens.

Manufacturer narrative:
Eval: results: - a visual inspection of the returned product shows that the lens has no visible damage. There is clear surgical residue on the lens. It should be noted that the injector, foam tip plunger and cartridge were not returned for eval.